Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level displayed as "high." The customer administered a correction bolus via their pump to address the high blood glucose. Reportedly, the customer first resumed insulin to address the issue, but the alarm kept reoccurring so customer changed supplies which resolved the occlusions.